Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information.

Event description:
It was reported that a broken or detached wire occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.